Manufacturer narrative:
The override control board was returned to steris for evaluation. Evaluation results indicated signs of fluid exposure/intrusion on the component. The fluid exposure caused the control board assembly to have an electrical short thus causing the reported event. As the steris service technician repaired the table following the reported event, the control board assembly was discarded. No additional issues have been reported.

Manufacturer narrative:
The table did not respond to the unlocking command. User facility personnel initially stated that the table began to go into the reflex position (head and leg section upward) without being commanded to do so. Contrary to the reported event the table was not moving in a reflex position (head and leg section upward); the table began to move into the flex position (head and leg section downward). User facility personnel were unable to stop the movement via the hand control and attempted to stop the movement via the auxiliary override systems. User facility personnel were able to level the table. User facility personnel proceeded with the patient procedure which was completed successfully. No injuries were reported. The start of the patient procedure was delayed due to the reported event. The user facility stated that at no point did the table unlock. The user facility did not follow proper operating procedures for the 3085 surgical table as stated in the operator manual. Specifically, unlocking the table with a patient present. The operator manual states, (pp.1-1), "do not release floor locks while patient is on table." A steris service technician arrived onsite to inspect the surgical table. The technician inspected the table and found the p7 connector of the override control board assembly had evidence of corrosion. The corrosion on the component caused the p7 connector of the override control board assembly to have an electrical short. The corrosion found on the p7 connector of the override control board assembly may be attributed to fluid exposure/intrusion. The technician did not observe evidence of fluid intrusion on any other components. Per discussion and review of the event with steris service engineering, if there is corrosion in the p7 connector or the override control board that allowed an electrical short, activating the unlock button would cause the table to flex as reported by the user facility. The surgical table was manufactured in 2004 and is not under steris service contract. The surgical table is serviced and maintained by the user facility. The operator manual states (pp.6-1), "safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the faithful performance of routine maintenance. Contact steris to schedule preventive maintenance." The technician made the proper repairs to the surgical table, tested the table for proper operation and returned it to service. No additional issues have been reported. The steris service technician discussed with user facility personnel the proper use and operation of the surgical table. The override control board is being returned for evaluation by steris quality. Investigation of this event is currently in process.

Event description:
The user facility reported that the table moved into a reflex position when commanded to unlock during a patient procedure.